Event description:
It was reported that the pump malfunctioned. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump. Technical support provided assistance with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.